Manufacturer narrative:
Ortho clinical diagnostics (ocd) quality assurance performed retained testing to confirm the reactivity of the e antigen. Results were satisfactory. The return sample was evaluated with vra121. No reactivity was observed at 15 and 40 minute incubations.